Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with a procedure date of (B)(6) 2016. The consumer reported bending down and noticing some blood, concerned with one of the wires coming out and his bloody bandage. It was stated the patient felt the lead had come out. The healthcare provider was seen the day prior and instructed the patient to go to the emergency room but the patient¿s wife wanted to speak to manufacturing representative first.